Manufacturer narrative:
Health impact grid updated from no patient involvement to no health consequences or impact as initially reported on MFR report number 3003832357-2023-00083.

Event description:
It was reported to philips that the tempus pro touchscreen isnt working.